Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station had low disc space which caused the station to slow down a bit and none of the users were able to login to the system. A technical support specialist dialed into the server and performed a backup of the database, proceeded to drop and repair the database due to a purge deletion error caused by a data constraint violation related to the reference constraint in the active directory table. After completing the repair, performed a full synchronization of the device, which resolved the issue, verified that the station database size was reduced to below 8 gigabytes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server station had low disc space which caused the station to slow down a bit and none of the users were able to login to the system. The customer tried to reboot the system, but the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.